Event description:
A simplygo oxygen concentrator was returned to a philips service center in reference to a complaint of faulty unit and burning smell. During the evaluation of the device, the philips service center visually inspected the unit and found a component on the main pca burnt. This device meets ul and iec requirements for flammability. There was no allegation of patient or user harm/injury. The philips service center replaced the main pca, filter, compressor, and sieve cannister. The device passed performance testing. The manufacturer is submitting a final report at this time.